Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogramed which resolved the stimulation. The lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.